Manufacturer narrative:
Product has not returned for evaluation. Lot number is unknown, so further evaluation cannot be performed. A follow up report will be sent if device is returned and/or lot number determined. Patient status as of (B)(4) 2011 is event had not fully resolved. The type of dailies could not be determined. (B)(4). The actual place of manufacturer could not be determined. (B)(4).

Event description:
It was reported by a patient that she felt irritation, redness, and light sensitivity in her right eye following contact lens wear. Upon lens removal, she discovered two lenses in her right eye. Additional information received from the eye care professional stated that the patient was examined a few days later and diagnosed with a corneal ulcer and possible preseptal cellulitis. The corneal ulcer is centrally located at 2-3mm. She is currently being treated with medication.